Event description:
It was reported that during an unspecified arthroscopy, the healicoil knotless´ s distal anchor broke when passing the tape through the anchor. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device was not returned in any original packaging. The distal anchor was deformed at the eyelet. The eyelet had been pulled and partially torn to expand the eye but was still attached at the lower section. The lower portion of the distal anchor was inside the insertion device. The distal plug was in the insertion device. The proximal anchor was on the insertion device with no visible defect. A functional evaluation was performed on the returned device and found that the black most proximal knob could not rotate and move the distal anchor/plug and rod as intended due to the deformation of the anchor around the insertion tip. The orange larger knob rotated and moved the outer barrel/forks and proximal anchor as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or excessive force to the distal tip of the device. No containment or corrective actions are recommended at this time.